Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was a 20ga x 1.5¿ safestep infusion set without a y-site. A circumferentially aligned split was observed in the extension tube distal to the luer connector. The fracture surface of the split contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that patient receiving blina came into the ed with blina stopped due to tubing of port needle where the end connection piece is broken, port de-accessed and re-accessed, and blina reordered and restarted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that patient receiving blina came into the ed with blina stopped due to tubing of port needle where the end connection piece is broken, port de-accessed and re-accessed, and blina reordered and restarted. No other information was provided.